Manufacturer narrative:
(B)(6). (B)(4) lot unknown. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a corrective osteotomy of the femur and tibia the wooden part of the screwdriver handle broke apart while the surgeon was attempting to tighten a screw. Another screwdriver was readily available for use. The procedure was completed successfully with no surgical delay. Post-operatively, the patient status was reported as stable. Reporter stated that after the screwdriver went through sterile processing, the handle of the screwdriver broke into multiple pieces. Concomitant devices reported: screw (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing results are as follows. The handle was found to be broken with an oblique fracture at the cross-pin. Neither the handle fragment nor the cross-pin was returned. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 4+ years old based on the handle material, as such instrument age likely contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for the treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the screwdriver handle fell apart. The repair technician reported the handle was cracked and broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.